Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not open. The device was cut off the tissue to remove. Another device was used to complete the case.